Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: there are no previous complaints of this code batch of which manufactured and distributed (B)(4) units in the market. There are no units in stock. Tested the knot pull tensile strength of the closed samples received and the results fulfilled the requirements : 2.17 kgf in average and 2.03 kgf in minimum (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled requirements. As indicated in the note/precautionary measures in the instructions for use of the product: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Although the results of the samples received fulfilled the specifications, this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Australia. Customer has advised the distributor that the thread keeps breaking.